Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There was an intermittent b30 error and no image due to a faulty cable unit. In addition, the focus ring rotation was not smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus there was a scope communication error while using the high-definition camera head. It was unknown if a patient or other person was involved in the event, however, no there was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. The issue was likely due to the user. It was likely that the cable unit failed and the error b30 was displayed because the user applied a load such as twisting the cable part. The instructions for use (IFU) provides the following guidelines: · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back particularly.